Event description:
Customer reported system locked up during a case and had to be rebooted with fluoro store option turned on. Fluoro store sequence is added to pts sequence lists, but there is reportedly no image data to be reviewed. This reportedly happens without operator intervention. The system reportedly gives database inconsistency failure on boot ups until the database is cleared. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.